Event description:
Described the course of a 5.5 hour procedure to place an excluder bifurcated endoprosthesis, the pt sustained blood loss in excess of one liter through the hemostatic valve of the introducer sheath and surrounding cutdown area. Cell saver was employed in addition to blood transfusion in the amount of three units.